Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) shortly after implant. An x-ray confirmed that the lead dislodged. Despite dislodging, the lead had acceptable sensing and threshold measurements however the thresholds fluctuated with isometrics. Surgical intervention was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.